Event description:
The customer stated that he was hospitalized due to hypoglycemia. The customer's blood glucose reading at the time of the report was 342 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.